Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Supply changes were performed and the occlusion alarms continued. The customer experienced a blood glucose (bg) level of up to 600mg/dl and moderate levels of ketones. Bg level was addressed by delivering correction boluses and administering manual injections. The customer declined troubleshooting with tandem technical support and performed a supply change to address the most recent occlusion alarm.